Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture date and expiration date cannot be determined. Customer complaint confirmed. The probe is broke at the threads on the proximal end. The root cause for the breakage of the probe is unknown.

Event description:
It was reported to boston scientific corporation that during a percutaneous nephrolithotomy procedure, the connector between the probe and the handpiece broke. The probe remained attached to the handpiece throughout the procedure, and the breakage wasn't discovered until the probe was swapped out. The procedure was completed with another probe, with no complications to the patient, who is reportedly "fine" post-procedure.